Event description:
Boston scientific received information that end of life (eol) was declared for this implantable cardioverter defibrillator (ICD). The field representative consulted boston scientific technical services (ts) and requested a review of battery status. Boston scientific ts found that the device's monitoring voltage indicated a battery status of middle of life 2 (mol2). However, boston scientific ts found that a capacitor reformation resulted in a long charge time, which triggered a battery status of eol. Due to the improvement in the patient's heart condition, the physician does not think the patient requires a device any longer and therefore will not be replacing the ICD. As a result, the ICD currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.